Manufacturer narrative:
Added: d3, d10 (concomitant). Corrected: d4 (serial). Patient device interaction problem/ aortic dissection: the cause of aortic dissection issue was not determined due to insufficient clinical details and no product was returned.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities were unknown. The patient subsequently required massive transfusion in the operating room following repair of an aortic dissection and implantation of an impella 5.5 device. An aortic dissection was identified, which did not appear to be present prior to the index procedure. The care team notified that the patient was taken to the operating room for aortic dissection repair, removal of the impella cp, and placement of an impella 5.5. The patient had previously been supported with va-ECMO followed by impella cp placement. The impella cp was successfully explanted, the aortic dissection was surgically repaired, and an impella 5.5 device was implanted. The patient survived to explant. The reported aortic dissection requiring blood transfusion and device revision or replacement may be related to the patient¿s underlying severe cardiogenic shock and the complexity of emergent mechanical circulatory support management, necessitating surgical repair and escalation of support.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.